Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a lantern delivery microcatheter (lantern) and a non-penumbra parent catheter. It was noted that the patient anatomy was tortuous. During the procedure, it was reported that the lantern was not tracking; therefore, it was removed. The procedure was completed using another microcatheter and the same parent catheter. There was no report of an adverse effect to the patient.